Event description:
It was reported that a patient experienced a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy, which caused peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin and zosyn (dosage, route, and frequency not reported) for the peritonitis. The patient was recovering from the peritonitis. On an unreported date, the pd therapy was discontinued and the patient was switched to hemodialysis (hd) therapy. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.